Event description:
(B)(4). It was reported that post a carotid stenting treatment procedure, the patient experienced right neck pain with increased activity. The target lesion was located in the right ostium carotid. The lesion was 80% stenosed, 6.8mm in diameter and 22mm long. The target lesion was treated with a filterwire and placement of a carotid wallstent. Post-dilation was performed. Residual stenosis was 4%. The patient was discharged 1 day later. In (B)(6) 2009, the patient experienced right neck pain with increased activity. The event occurred 3 weeks post stenting. No action was taken for this event.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).